Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor burst. This issue was discovered prior to patient use. The device was filled with benzylpenicillin 10.8g in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. Correction to g3 date received by MFR g3: the correct g3 date received by MFR 03/01/2022, previously submitted as 03/08/2022. H4: device manufactured between october 14, 2021 to october 15, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph did not clearly show evidence of bladder rupture, however, photos showed evidence of fluid inside a bag that contained the infusor device which suggested leak has occurred. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified; however, verified on leak. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.